Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) in an implantable infusion pump for intractable spasticity and stiff man's syndrome. On (B)(6) 2015 the patient was taken to the hospital because she looked unwell. The patient had a fever, tachycardia, and increase in spasticity. The onset of the symptoms was sudden. The patient was being treated with antibiotics for sepsis, but had not improved. The hcp wanted the pump interrogated to confirm it was working. Patient outcome was unavailable at the time of the report. Additional information was requested from the hcp regarding drug information, concomitant drugs, pertinent medical history, the results of the pump interrogation, if any other actions/interventions were taken, if the cause of the sepsis was determined, and if the issue resolved.